Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose level of 50 mg/dl. Reportedly, the customer's basal rate settings needed revision. Glucagon and juice was consumed to treat bg. The customer consulted with the clinical diabetes specialist regarding diabetes management.